Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has coverage but stimulation is ineffective. A sjm rep met with the pt and reprogramming was attempted but stimulation remained ineffective. The pt has been advised to discuss the issue with the physician and x-rays have been ordered.